Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the patient fell and landed on the pump and the touch screen became shattered. Customer is unable to read the top left corner of the pump touch screen due to the damage. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.